Event description:
Incident description: the name of business store being reported is (B)(6). The product is heating stone bed. This stone bed is made with a temperature controller that shows 66 the highest temperature. The owner of business advises to set it at 44 to use saying this is hot enough. We found out that 44 is not hot or warm enough at all despite of their advertisement or words. We went there to ask if we can raise it at the higher temperature as its maximum temperature is 66. For the first time, the owner told me if we use if higher than 44 the fuse will be burnt out. Not just that, if we set it up for 44 for more than 2 hrs the fuse will be burnt out. After this I found out numerous complaints about this temperature controller's fuse being burnt out and many have to replace the fuse more than once or regularly. The owner does not explain this and is not aware of danger of fuse being burnt out and expects customers not to raise the temperature and remember to turn it lower in 2 hrs. Toddlers can reach for the controller or anybody who didn't listen to their specific verbal info use this controller in dangerous way. I wanted to return the bed but they refuse to do this saying it's stated on the receipt that there is absolutely no return or money back. Purchaser will be responsible for all the legal fees caused by any legal issues. This is what one reviewer said on (B)(6) on 2011. (B)(4).